Manufacturer narrative:
This is the same event as 3010536692-2015-01910.

Event description:
Allegedly, patient was revised due to mom complications:severe right hip groin pain; acetabular loosening, tissue damage, metallosis: loosening.-right.